Event description:
This rv lead was implanted on (B)(6) 1996 and remains implanted at this time. A call to technical services placed on (B)(6) 2016 stated that this lead had noise and no pacing inhibition was observed. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).